Event description:
During the biopsy procedure, the system worked initially to retrieve a few tissue samples but then stopped. The probe cutter advanced, but no samples were brought back. Troubleshooting was performed but the system could not be corrected. A second device was used to complete the case with no patient consequence.